Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 07december2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a vertical expandable prosthetic titanium rib (veptr) tightening a 5.0-6.0mm parallel connector. Reportedly, while the surgeon was tightening a set screw in the parallel connector the tip of the small hexagonal screwdriver 2.5mm broke. The fragment piece was retrieved and it was discarded. Another sterile screwdriver was used to complete the final tightening. The procedure was completed successfully without surgical delay or harm reported to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned screwdriver was examined and the complaint condition of broken was able to be confirmed as the distal 2.5mm of the instruments tip was missing. Per the technique guide the small hexagonal screwdriver (part 314.070, lot 1601238) is utilized in multiple systems including veptr, pediatric lcp plate and dual-opening uss. In the veptr system the 2.5mm screwdriver is utilized to secure setscrews which secure the implant constructs. The fracture site was examined under magnification and the fracture site appeared homogenous. A definitive root cause was unable to be determined however this failure is typically consistent with the application of excessive forces and/or wear and tear on a multiuse instrument. As this instrument was manufactured in december 2006, it is likely that wear was a contributing factor. Relevant drawings for the returned instruments were reviewed. The drawing from the time of manufacturer (december 2006) was unable to be located. The oldest and most recent revisions were reviewed and the design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed on the lot number for the returned instrument and no material review reports, non-conformance reports or complaint-related issues were identified which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.